Manufacturer narrative:
Upon receipt of device, a new failure mode of tip break has been identified, thus constituting a new awareness date. The product was returned and the failure mode was confirmed. Visual inspection: pieces of the tip are broken off. The broken off pieces were not received with the device. The probable root cause for the chip at the end is likely due to dropping/banging of the device against a hard surface. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that there was a metal piece missing from the distal tip of the unit.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: pieces of the tip are broken off. The broken off pieces were not received with the device. The probable root cause for the chip at the end is likely due to dropping/banging of the device against a hard surface. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that there was a metal piece missing from the distal tip of the unit.